Event description:
On 29-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's husband reported that the patient had two instances. In the first. The infusion set's tubing hose came loose from the quick release. Therefore, they took a while to figure it out, as it had never occurred before. In the other, it was disconnected from the quick release. They were unable to check if it reconnects or still works once reconnected because it was the third day of the infusion set and it was about time to change it. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, the patient's husband reported that the patient had two instances. In the first. The infusion set's tubing hose came loose from the quick release. Therefore, they took a while to figure it out, as it had never occurred before. In the other, it was disconnected from the quick release. They were unable to check if it reconnects or still works once reconnected because it was the third day of the infusion set and it was about time to change it. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.